Manufacturer narrative:
The additional proglide device referenced is captured under a separate medwatch report. (B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the plunger was removed prior to deploying the needle on the proglide device. It should be noted that the electronic perclose proglide instructions for use lists the details of the deployment sequence of the device. Deploy the foot by lifting the lever on top of the handle and then deploy the needles by pushing on the plunger assembly. The investigation determined the reported difficulties appear to be related to user error and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The device was used out of sequence.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using the pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The sutures of the first proglide were successfully preplaced. Reportedly, the physician removed the plunger prior to deploying the needle on the second proglide device and therefore; the sutures of another proglide device were preplaced. The sheath was upsized to 16f and the aaa procedure was completed. During closure, one of the preplaced sutures broke and an additional proglide suture was deployed to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.